Manufacturer narrative:
Correction: d9; h3. The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported that during testing at the user facility, the insulation was observed to be missing from the device, posing the risk of a material being lost in a surgical site. There were no adverse consequences related to this event.

Event description:
It was reported that during testing at the user facility, the insulation was observed to be missing from the device, posing the risk of a material being lost in a surgical site. There were no adverse consequences related to this event.

Manufacturer narrative:
In accordance to with the "final guidance on medical device reporting for manufacturers" issued on november 7, 2016, stryker instruments will no longer report the hazard of the tip of device flaking or material flaking off of the device for our silverglide and bipolar forceps product lines (product code gei), as this hazard has not caused or contributed to any serious injuries in at least two years. No new mdrs will be generated for this malfunction moving forward. Additionally, supplemental records may be filed for any past reported events that are still pending evaluation or obtain new information. Should a new serious adverse event occur attributed to this hazard, MDR reporting will resume.

Event description:
No new information.